Event description:
Allegedly, eprd reported 3 new complications for profemur® gladiator ha femoral component first revision (1 infection, 1 dislocation, 1 peri-prosthetic fracture). No further information was reported. This incident is capturing 1 infection.